Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that the leading haptic caused a small tear in the posterior capsule during delivery of the light adjustable lens (lal). The lal was subsequently placed in the sulcus. Postoperatively, the leading haptic was found to be unsecured in the sulcus. A secondary procedure was performed in which the leading haptic was repositioned into the sulcus, and an anterior vitrectomy was completed.